Event description:
Patient reported right side rupture. "Malignant neoplasm of upper-outer quadrant of right breast" and "¿cellulitis of face¿ was also reported, but considered not device related. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp opening on posterior assessed as a surgical impact opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. "Malignant neoplasm of upper-outer quadrant of right breast" and "¿cellulitis of face¿ was also reported, but considered not device related. The device has been explanted.